Event description:
Information alleged that the casters were worn out, causing them not to lock, no injury reported.

Manufacturer narrative:
Technician found the stretcher in the basement. Issue: casters were not locking into place, allowing the bed to roll. Cause: ai 4 casters were worn out. Replaced all 4 casters to resolve this issue.